Event description:
Flush device damaged or out of spec; it was reported that the pull tab got torn off when customer tried to flush through the device. Saline leakage was observed. Possible lot numbers were reported: 58550655, 58563308, 58600413.

Manufacturer narrative:
Customer report was confirmed. The cap on top of flush device was completely detached. There was no evidence on the cap to indicate that the cap had been welded. The energy lines around the weld area of flush device housing were still intact. These energy lines would melt during welding process. It was most likely that the cap was not welded to flush device housing. Expiration dates: 58550655-06/2010; 58563308-07/2010, & 58600413-10/2010 manufacture dates: 58550655-06/23/2008, 58563308-07/26/08, & 58600413-10/08/2009